Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device and delivery system was selected and implanted. However, at an unspecified time the closure device embolized and was successfully retrieved.